Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: case: close fracture clavicula dextra. During a procedure to remove the implant, the chisel broke as the surgeon was removing the callus. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.